Manufacturer narrative:
Pt info unavailable as no pt was present in this concern. Per RMA, a replacement monitor was sent to site and the issue was resolved. Evaluation of the suspect monitor showed there was no issues observed at power up. Ran for 4 days and there was no issue with the video image. Cycled the power several times during the 4 days and was not able to duplicate the issue. The monitor is fully functional. This monitor is 5 years old and out of warranty.

Event description:
Medtronic rep reported that at the treon monitor was flickering. They switched out a different monitor and there was no flickering. This event did not occur during surgery and no pt was present.